Event description:
It was reported that a patient had a revision surgery. The patient had a hemi shoulder originally. It was a ream and run arthroplasty where the glenoid was reamed but no glenoid implant was put in the patient. The patient had simpliciti implants in. The doctor revised this patient as they were experiencing pain and tested positive for c. Acnes. The doctor implanted a cortiloc glenoid and swapped the simpliciti head out with a 50/19 simpliciti head.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.